Event description:
It was reported to philips that the system could not perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and after reviewing the log, it found that frontal longitudinal position slip error. To resolve the problem, on 16 may 2025, the balancing unit was replaced in the follow-up case. After replacing the balancing unit, the system was restored to normal working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.